Manufacturer narrative:
Unit received from customer through distributor. It was confirmed for decontamination and a visual inspection performed. The drain valve on the unit's water trap bowl was damaged; cause unknown. Device switched on via the battery power but the battery was drained the unit powered down. After charging, the system logs were reviewed, and the unit was been placed onto a 0.5 ppm dose for over 2 days. Product pump sounded strained. Dosing was provided as stable. Test for 3 minute at 80 ppm passed and stable. Pump flow capacity was found to be out of spec (limited to max of 190 ml/min). The no and no2 bump test failed and likely a result of system bias being off due to low battery state on arrival. A calibration (part of normal set-up) would resolve this error.

Event description:
Unit at (B)(6) univ was set at 20 ppm, kept drifting up and down between 23 and 46 ppm, running continuously for with it for 7 days. Filters have been changed every 2-4 hours. Sample line was replaced. Patient had a fairly significant air leak, so more sterile water was added to the cuff. None of these actions remedied the issue. Unit was subsequently switched out with another, correcting the problem. No harm to patient.